Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that the patient had significant signs of device thrombosis. It was noted that because of the patient's closed aortic valve, the patient was emergently brought to the operating room. A transesophageal echocardiogram (tee) that was performed showed significant thrombus in the root. Serious fluid (likely related to seroma) in the lvad pocket was reported. The tee that was performed showed laminar flow to the inflow cannula with good positioning. It was reported that there was visible thrombus at the edge of the impeller in the device.